Event description:
Discordant falsely depressed carbon dioxide(co2) patient results were obtained on a dimension vista 500 system. The falsely depressed patient results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension vista 500 system. The higher reprocessed results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely depressed carbon dioxide (co2) patient results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer. The issue was resolved by the operator performing a water purification module (wpm) flushing and recalibrating the co2 method. Quality control recovered within range. No other related issues have been reported by the customer. Repeat of the same sample yielded expected results. A potential product issue was not identified. The instrument is fully operational. The device is performing within specifications. No further evaluation is required.